Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer stated that the site was coming loose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 167 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they found that the cannula was bent. The customer stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.